Event description:
It was reported that during the implantation of an aveir dr system that the atrial sensed (as) and atrial ventricular (av) markers appeared erratically possibly due to oversensing noise. The physician elected to exchange the right atrial ventricular leadless pacemaker (ralp) and right ventricular leadless pacemaker (rvlp) which resolved the issue of erratic as and av markers and the oversensing noise. There were no patient consequences.